Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported that the heartstart xl defibrillator showed a low battery alarm during pacing a patient and the device shut down. We are considering this event to be a serious injury based on the report that the pacing was interrupted. There was no reported adverse patient impact. Another defibrillator was used to treat the patient.